Manufacturer narrative:
This info has not been provided. Add'l info has been requested. Investigation is ongoing. No conclusion can be drawn.

Event description:
Pro-disc-c was implanted at c4 - c5. Two months post implant, the prodisc was noted to be coming loose and pt was returned to the operating room. The loose condition was corrected. Implant again loosened and pt was returned to the operating room two months post revision and the implant was removed and replaced with competitive product. This report is #2 of 2 on the same device.